Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the reported device failure to charge the internal battery. Performance testing was not able to produce the reported charging failure and found that the battery charged normally. The investigation determined that the reported charging issue was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery when connected to a main power supply. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery when connected to a main power supply. There was no patient injury reported as a result of this incident.